Event description:
A 135 degree lcp dhhs sideplate was implanted for a hip fracture in an elderly female. During implantation, the surgeon attempted to slide the barrel of the plate over the helical blade without the cannulated guide shaft. When the plate would not slide on, the surgeon used the impactor to seat the plate causing the blade to penetrate the femoral head. The surgeon backed up the construct, felt he had good position and completed the procedure. Several weeks later during a follow up exam, x-ray showed the blade had again penetrated 7-8mm into the joint. Patient was returned to the or for removal of the dhhs plate and helical blade. Surgeon noted the blade had not collapsed into the barrel. Patient was revised to a standard dhs plate and lag screw in a shorter length.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device was returned.